Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units, and several hours later, the insulin gauge displayed 150 units. Reportedly, the customer's blood glucose (bg) levels were fluctuating between 60-350 (mg/dl). To address the elevated bg level, the customer delivered a bolus. Subsequently, food was consumed to treat the low bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.